Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Additional information was received stating the initial result was actually (B)(6) 2014. Medwatch field should be (B)(6) 2014. The repeat result was generated on (B)(6) 2014. The patient was (B)(6) years old.

Manufacturer narrative:
A specific root cause could not be identified. Based on the review of the provided reaction monitor, the most probable cause of the issue was insufficient pipetting. The cause of the insufficient pipetting was unknown. It may have been due to bubbles or foam on top of the sample as suspected by the customer. As calibration and qc results were acceptable and the instrument was checked by a field service representative and all checks were fine, general issues with the instrument and reagent could be excluded.

Event description:
The customer received a questionable tobramycin result for one patient sample. The initial result was <0.10 ug/ml and was reported outside the laboratory. The doctor questioned the result and the sample was repeated. The repeat result was 2.52 ug/ml. The repeat result was believed to be correct. No adverse treatment was received by the patient because the doctor questioned the result before any treatment was administered. The customer stated it might have been a bubble in the sample which caused the issue. The tobramycin reagent lot number and expiration date were requested, but were not provided. The field service representative was unable to determine a cause and stated it may have been a sample issue like a bubble on top of the sample. He checked the system and could not find a cause. He ran diagnostics checks which were all fine.